Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.5x28 mm xience xpedition stent was successfully implanted in the 50% stenosis in the mid left anterior descending coronary artery (lad)and a 2.5x33 mm xience xpedition stent was successfully implanted in the 100% stenosed proximal left circumflex coronary artery (lcx). On (B)(6) 2014, a 3.0x28 mm non-abbott stent was successfully implanted in the 80% stenosis in the distal right coronary artery. The patient was discharged on (B)(6) 2014. In (B)(6) 2017 the patient was re-admitted to the hospital for surgical resection of the lung. During that hospitalization, imaging was performed and a stent was noted to be blocked. There were no cardiac symptoms and no treatment was given for the stent blockage. No additional information.